Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of above 600 mg/dl. The customer was treated with manual injection. The customer also reported no delivery alarms on insulin pump. Reportedly, the customer had already gone through troubleshoot for high blood glucose. None of the issues could be resolved by troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.